Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6) ). Customer indicated about the false positives from drawer a. No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance communicated with the customer and reviewed the log file which revealed continued agitation in both the drawers. Service quotation is released to the customer in order to address the issue resulting in false positives. However, the customer did not respond to the service quotation. If any additional information is provided in the future, this case will be re-opened and re-investigated. This is an unconfirmed failure of the bd product. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed no previous complaints for false positive issue.bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined. CAPA is not required for unconfirmed complaints. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 3 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that 3 false positives in drawer a. All went positive at once and show no growth. Customer problem: customer reports 3 anaerobic vials went positive at once and she did not see any growth. They are awaiting results of plating. Results were not reported. ".

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 3 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that 3 false positives in drawer a. All went positive at once and show no growth. Customer problem: customer reports 3 anaerobic vials went positive at once and she did not see any growth. They are awaiting results of plating. Results were not reported. "